Event description:
It was reported that pump displayed malfunction message with code Malf 0, and caller did not note any events leading up to this issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received instructions to reset pump, and successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction occurred again.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.